Event description:
Information received from the field notes that the patient presented for a routine follow-up in sinus rhythm. Interrogation found the device in aai mode and revealed dashes (---) for base rate, atrial refractory, sensitivity, hysteresis and sleep rate. The device was programmed back to ddd without the dashes present. Re-interrogation revealed that the device had reverted to vvi mode. The physician elected to replace the device.